Event description:
Procedure type: gastrectomy. According to the reporter: the reporting person said that the stapler broke during the second firing. No injury reported. No permanent damage. There was no bleeding over than 500 cc. It was necessary to perform a blood transfusion. The surgical time was extended by 1 hour. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. The initial visual inspection of the instrument by the pmv investigator noted that the cartridge was fully fired and the cover was disengaged from the reload. The reload cover was not received. Microscopic inspection of the knife blade displayed damage; a dent was observed. The reload and the returned instrument were cycled with acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and amended as appropriate.

Manufacturer narrative:
(B)(4).